Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked display window corner.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 33 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer was assisted in clearing the alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.